Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the severely tortuous posterior descending of left circumflex artery. A 16 x 2.25 promus premier¿ stent was selected to treat the lesion; however after several attempts to make the device cross the lesion, the device was unable to cross the target lesion and the shaft got kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good. However, device analysis revealed shaft break and stent damage.

Manufacturer narrative:
Device is a combination product.   (B)(4). A visual examination found that the hypotube was broken 235mm distal to the strain relief. The hypotube was also kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. It was also observed that the tip was flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The tip od was measured using a digital snap gauge which is within specification. The stent was damaged at its distal end. The most distal row of struts were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).